Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high impedance was observed on the pacing lead and the lead warning was triggered. Surgical intervention is planned. The lead remains in use. No patient complications have been reported as a result of this event.